Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3471 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure coil extended further than what would be expected") and pelvic pain ("chronic pelvic pain") in a 41 year-old female patient who had essure inserted (lot no. A36513) for female sterilisation. The patient had a medical history of parity 2, overweight, haemorrhage abnormal, right lower quadrant pain, pelvic pain, ovarian cyst and fibrosis. The patient had a family history of diabetes mellitus. As concurrent condition the report mentioned allergy to metals (she developed copper allergy). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 27 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic tubal ligation. Histeroscopic removal of right essure coil. And left salpingectomy with removal of essure coil. Excision of right paratubal cyst). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and pelvic pain to be related to essure administration. The reporter commented: more than one essure related surgery- yes. Number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was 12. Non drug treatment: tubal ligation and ovarian cystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.562 kg/sqm. [Female sterilisation] on (B)(6) 2013: at the time of the essure, her right coil was noted at her postop check to not be in correct position. The hysteroscopy was performed and the right coil was removed hysteroscopically. We then performed laparoscopic tubal ligation without removing the left coil. [Gynaecological examination] on (B)(6) 2013: indication: pelvic pain; rlq. Ralavant history: contraception: essure. Report summary: overall impression: essure coilsara seen-in.both cornual regions. The right coil extends into the cornual region of the endometrial cavity. The left coll appears property: positioned. [Pathology test] on (B)(6) 2023: diagnosis: right paratubal cyst, left fallopian tube with essure; cystectomy and salpingectomy: fallopian tube with essure coil. Slight fibrosis, otherwise no pathologic abnormality. Small serous cyst. See comment. Comments: no atypical proliferation or malignant neoplasm is identified. Gross description: multiple fragments of possible fallopian tube. One tube has an essure wire attached. Procedure: right laparoscopic ovarian cystectomy, removal of left essure coil laparoscopic left salpingectomy. Clinical history: pelvic pain, right ovarian cyst. Specimen list: right paratubal cystleft fallopian with essure and portion of left fallopian tube. [Ultrasound scan] (dates unknown): revealed the left coil in the adnexa and right paratubal cyst, otherwise normal anatomy and was done and showed what appeared to be the essure coil extended further than what would be expected into the patient's uterine cavity. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure coil extended further than what would be expected") and pelvic pain ("chronic pelvic pain") in a 41 year-old female patient who had essure inserted (lot no. A36513) for female sterilisation. The patient had a medical history of parity 2, overweight, haemorrhage abnormal, right lower quadrant pain, pelvic pain, ovarian cyst and fibrosis. The patient had a family history of diabetes mellitus. As concurrent condition the report mentioned allergy to metals (she developed copper allergy). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 27 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Right essure was removed on (B)(6) 2013. Left essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic tubal ligation. Histeroscopic removal of right essure coil. And left salpingectomy with removal of essure coil. Excision of right paratubal cyst). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and pelvic pain to be related to essure administration. The reporter commented: more than one essure related surgery-yes. Number of expanded coils that appeared trailing into the uterine cavity was 3 the number of expanded coils that appeared trailing into the uterine cavity was 12 non drug treatment: tubal ligation,ovarian cystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.562 kg/sqm. [Female sterilisation] on (B)(6) 2013: at the time of the essure, her right coil was noted at her postop check to not be in correct position. The hysteroscopy was performed and the right coil was removed hysteroscopically. We then performed laparoscopic tubal ligation without removing the left coil. [Gynaecological examination] on (B)(6) 2013: indication: pelvic pain; rlq, relevant history: contraception: essure report summary. Overall impression: essure coilsara seen-in both cornual regions. The right coil extends into the cornual region of the endometrial cavity. The left coll appears property: positioned. [Pathology test] on (B)(6) 2023: diagnosis: right paratubal cyst, left fallopian tube with essure; cystectomy and salpingectomy: fallopian tube with essure coil. Slight fibrosis, otherwise no pathologic abnormality. Small serous cyst. See comment. Comments: no atypical proliferation or malignant neoplasm is identified. Gross description: multiple fragments of possible fallopian tube. One tube has an essure wire attached. Procedure: right laparoscopic ovarian cystectomy, removal of left essure coil laparoscopic left salpingectomy clinical history: pelvic pain, right ovarian cyst. Specimen list: right paratubal cystleft fallopian with essure and portion of left fallopian tube. [Ultrasound scan] (dates unknown): revealed the left coil in the adnexa and right paratubal cyst, otherwise normal anatomy and was done and showed what appeared to be the essure coil extended further than what would be expected into the patient's uterine cavity. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical device removal was updated to device dislocation. Reporters, patient information, medical history, lab data, lot no., non drug treatment added. 02-nov-2023: reporters, medical history, lab data, indiaction, removal date, event onset date, and non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3471 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.